Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette compartment door when removing the cassette after canceling pd treatment. The patient cancelled treatment due to the patient line is blocked and air detected in cassette alarms. The patient's contact reported receiving three patient line is blocked alarms during drain 4 of 4 and an air detected in cassette alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. It was reported that there was fluid within the cycler. The patient's contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient's wife reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. She indicated that she observed below the first bubble from left about 6 inches of the tubing appeared flattened. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The set used by the patient is available. Shipped a sample return kit to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. During the visual inspection no damage was observed on the cassette and it¿s condition was acceptable. A functionality test was performed on the cassette with a liberty select cycler and no issues were detected. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The sample evaluation was unable to confirm the alleged event nor establish a cause. The returned sample was scrapped after evaluation.